Manufacturer narrative:
This report is for an unknown maxframe/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent deformity correction for bony or soft tissue deformities in tibia/fibula area. There was a union of the fracture in about (13) weeks. The patient experienced infection after the procedure. It was reported that the infection is not ongoing. There was no report of difficulty of patient harm using the 3d maxframe software. This report is for (1) unk - maxframe. This is report 1 of 2 for (B)(4).